Event description:
It was reported that the customer experienced high blood glucose readings between 580 and 600 mg/dl. The customer stated that she had high blood glucose due to a recent change in her medication doses, and she declined troubleshooting for the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.